Manufacturer narrative:
11/12/2018 - the following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include retraction of guidewire against needle bevel, kinking, and sharp instrument damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recu0713 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire became stuck in the needle and broke when it was removed. A new PICC from a different lot was successfully placed. No reported patient injury.